Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: dim pump power led, dislodged ui ribbon cable. Troubleshooting of the device confirmed the battery and pump power leds issues including the issue with the display button. The controller was opened which revealed a dislodged ribbon cable connection at the front interface. The ribbon cable was reconnected to the front interface resolving the issues. However, the pump power led was still dim. The reported event of a blank lcd display on the controller was not confirmed. The returned hm3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6) . The controller was connected to a mock circulatory loop for an extended period of time without any issue. The lcd functioned as intended during testing. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller screen turned black. The controller was exchanged.